Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable pump infusing unknown baclofen for intractable spasticity. It was reported that in (B)(6), the pump became unstitched again and the patient was scheduled to have it fixed again in a few months. The patient stated that they did not need a refill until (B)(6) and they were told it would be every 6 months and it has been 6 weeks. The manufacturer's patient services specialist (pss) reviewed that patient services was not trained in medication, and there are variables that would determine the refill frequency and redirected the patient to their healthcare provider (hcp). The patient stated they were less mobile and had lost tone since getting the pump implant and having to have multiple surgeries to fix the pump. The patient stated the pump was not implanted where the physician said it was going to be implanted and when they asked about the placement of the pump after the implant the physician said they could move it - which would be another surgery. Pss reviewed managing the patient's care is at the physician's discretion.